Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that either the screw came loose or dropped when seating the abutment, but the patient may have swallowed it. (It disappeared).